Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech found siderail latch spring and latch were dirty. He cleaned and lubricated the latch and spring to repair the bed.